Event description:
At 47 year old male patient had a left anterior cruciate ligament repair 1/10/94. The patient continued to complain of continued post-operative pain, and followup physician assessment revealed a retained pain by radiological examination. The pin was successfully removed surgically on 2/15/94. The retained 2.4 millimeter, trocar point, smooth, 9 inch steinman pin was used as a guide pin for a 10 millimeter reamer in this operative procedure. The surgeon's operative note does not identify the manufacturer of reamer and operating room staff do not recall the specific product used.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.